Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm and stated that they are unable to clear it. Customer's current blood glucose reading is 68 mg/dl and has treated with a candy bar. Customer stated that she wears the insulin pump in her bra. Customer also mentioned a crack on the top right corner of the display. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.